Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30571990l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, a left atrial perforation was noticed. The patient became extremely hypotensive, so they checked on intracardiac echocardiography (ice) for a pericardial effusion. The effusion was then discovered at baseline, so the physician immediately aborted the procedure. Medical intervention provided was a pericardiocentesis and a little over 4 liters of fluid were removed. The patient was reported to be in stable condition but was still actively bleeding left atrial blood, so they were taken to the operating room. There is no information about the hospitalization. The physician suspected the effusion may have occurred during transseptal but could not confirm. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.